Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation, and lead body damage, including insulation damage. This type of damage is consistent with the use of a grabbing tool. The reported insulation problem was likely induced in the field.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted to be implanted, but had dislodged. Upon repositioning, the physician observed an insulation problem near the proximal end of the lead. A new lead was implanted successfully. No adverse patient effects were reported.